Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to continue filling the tubing until the total amount filled equaled 30 units and to disconnect the tubing at the t:lock. Technical support assisted the caller in filling and loading a new cartridge, after which drops of insulin were seen at the end of the tubing, completing the load process and resuming insulin delivery.